Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. No product eval can be performed. Without the finished good lot number, it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Four (4) device history records were reviewed. There were no non conformances issues for these lots nor suture component lots. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. Reference: complaint# (B)(4). Item # sxpd2b409, stratafix spiral pdo knotless tissue control device; 2mh -1- pdo 14 x 14, lot unk.

Event description:
It was reported that "the suture was used in a hysterectomy case, the pt presented to the emergency room on (B)(6) 2013. She reported that she felt pain and tearing after intercourse. The pt was discovered to have a torn vaginal cuff and protrusion of small bowel into the vaginal area. The surgeon reported that he visualized remaining suture in the cuff area. He also reported that he noticed small adhesions around the bowel. The surgeon repaired the tear. It is unk if the pt was readmitted for the repair or if the repair was performed in the ER. There is no additional info at this time. (B)(4).